Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 9th august 2012. On receipt the device could not be powered on and the device memory could not be downloaded. This was attributed to severe corrosion across the pcba. This had resulted in an excess current drain on the device, leading to the depletion of the returned pad-pak. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt alongside a flashing red status led, as per the reported fault. Furthermore, moisture marks were observed on the plastics inside the device, indicating that the corrosion had been as a result of moisture ingress.due to the extent of corrosion and the damage this had caused to critical circuits, no further investigation shall be carried out.advise user of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped.

Event description:
Red flashing led. There was no patient involved in this event

Event description:
Red flashing led. There was no patient involved in this event.